Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's nurse reported via phone call that he was admitted three times to the hospital due to hyperglycemic events. A 911 call was made on (B)(6) 2015 due to a blood glucose level of 600 mg/dl. The tubing came out while he was sleeping. He was administered insulin drip and then insulin pens. The customer was not connected to the insulin pump when he went to the hospital because the tubing fell off. The customer had a diabetic ketoacidosis and was found unconscious on the hospital floor with a low blood glucose level of 41 mg/dl. He received large amounts of insulin while he was sleeping. The customer was hospitalized a second time on (B)(6) 2015 with a blood glucose level of 1,113 mg/dl. Prior to being admitted, the insulin pump alarmed no delivery 6 times. The bolus history did not display all the entries and unexpected bolus deliveries were notated. The customer was hospitalized a third time on (B)(6) 2015 with a blood glucose level of over 900 mg/dl. The device was not returned.